Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding stem loosening involving a omnifit ha hip stem #8 was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records and/or devices were received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient was revised on a right hip due to loose stem.

Event description:
It was reported that patient was revised on a right hip due to loose stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.